Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and review of the archive data. The root cause of the ua07 error message was the failure of the single-point load cell module 2, likely due to a component failure. A review of the archive data showed a ua07 error message around the event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell needs to be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message, and the red alert led was lit. The error message cannot be cleared. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.